Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after weight loss, patient experienced pain at both ipg sites located on the left and right flank. Surgical intervention was undertaken on (B)(6) 2024 wherein both ipgs were repositioned into new pockets 2-3 inches laterally on each side to address this issue.